Event description:
A malfunction alarm was reported with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump and was informed to continue using the device. It was advised that the customer should call back if any malfunction code recurs, and the customer confirmed understanding.